Event description:
Patient initiated a new pod early in the morning on (B)(6), 2026 on the arm. The pod was in automated mode and transitioned to manual mode following an automated delivery restriction indicating maximum insulin delivery. The patient reported persistent hyperglycemia throughout the day, with glucose values in the 300 mg/dl range and inability to reduce levels below approximately 200 mg/dl despite insulin delivery, and reported hearing normal pod clicking consistent with insulin delivery. The patient experienced symptoms of hyperglycemia, including frequent urination, thirst, and inability to focus. The patient presented to the hospital in the evening on the same day while wearing the pod. Blood glucose was reported as approximately 500 mg/dl at presentation. The patient was diagnosed with diabetic ketoacidosis and treated with intravenous fluids and an insulin drip. The patient was hospitalized for two days and discharged on (B)(6), 2026. The patient mentioned the cannula appeared slightly bent when assessed after removal and attributed this to handling. Cannula condition at removal could not be recalled, as removal occurred during hospitalization.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.